Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Manufacturer narrative:
Images were provided for review and confirm the instrument ID via housing and show a broken cable at the distal end. Advanced failure analysis reviewed the image and informed that the image shows a broken pitch cable at the distal end. There is some discoloration on the yellow distal clevis, but it is unclear if it is thermal damage or biomatter. Otherwise, there doesn¿t appear to be any other significant damage on the distal end. The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, when attaching the permanent cautery hook and attempting to cut the tissue, the tip of the instrument did not move. The customer suspected a broken cable. The procedure was completed with no reported injury.